Event description:
Rptr indicated that she was experiencing an increase in seizures. Pre-vns seizure rate is unk to MFR. Good faith attempts have been made to obtain further info.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contributed to a death or serious injury.